Manufacturer narrative:
(B)(4). The product was not returned to the manufacturer for evaluation. Results: blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes. Device description: this device consists of a stimulator probe that is insulated with fluoroplastic up to the active tip, and has a bipolar cable ending in connectors. This device is intended for use as an intraoperative motor nerve stimulator with the nerve integrity monitor or other emg monitors. The use of paralyzing anesthetic agents will significantly reduce, if not completely eliminate, emg responses to direct or passive neural stimulation. Whenever nerve paralysis is suspected, consult anesthesiologist. Warnings: false negative responses (failure to locate nerve) may result from neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli. This device is indicated for locating, identifying, and monitoring cranial motor nerves, peripheral nerves, and spinal nerve roots during surgery. The use of paralyzing anesthetic agents will significantly reduce, if not completely eliminate, emg responses to direct or passive neural stimulation. Whenever nerve paralysis is suspected, consult an anesthesiologist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled spinal procedure, a nerve monitoring system was being used. "When the pedicle screw test done, all the results shows fail [no response], even though the pedicle screw probes were in the correct position." It was reported there was no patient consequences and the procedure was completed.

Manufacturer narrative:
A nim eclipse pedicle screw probe was returned from the field with an alleged false negative. Inspection was completed by nim quality engineer. "Visual inspection of the probe tip, connector, and wire-probe junction show no abnormalities." Resistance measurements of the probe assembly at temperatures of 0c, room temp, and 50c, show the correct electrical conductivity for the material resistivity. "Mechanically stressing the probe by flexing it does not change its electrical resistance." Connecting the probe to a nim eclipse system shows the probe delivering the correct stimulus current. Conclusion: there was no defect found with the pedicle screw probe. Based on the reported information, the "most likely" cause of this event was caused by mechanical binding at the muting probe joint. (B)(4).